Manufacturer narrative:
Complaint is unconfirmed. Examination of returned used device item, h9133, found the inner burr still attached to the inner hub, however, the lighting burr rotates inside the hub. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following; - do not use equipment if upon receipt, package is opened, damaged, or shows signs of tampering. - do not use burs for plunge cutting. Injury or damage could occur. - do not use shaver bur if they show any signs of damage. - inspect for bent, dull, or damaged blades and burs before each use. - do not apply excessive loading/force on the shaver blade or bur. - direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices, shaver blade or bur should be examined for damage and replaced if necessary. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed representative reported on behalf of the customer that the h9133, shaver bur's inner bur came out of the outer sleeve while shaving during a left shoulder arthroscopic rotator cuff repair on (B)(6) 2019. They tried another of the h9133 burs and the same thing happened. There was no user or patient injury reported. There was no delay reported. The procedure was completed by using a different bur (9298a - mako). This report is being raised based on device malfunction with potential for injury upon reoccurrence.